Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-11-17, (B)(4) (hcp): information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation cervical/neck spinal pain. It was reported that the lead was replaced or moved. The caller had no further information. No further complications were reported or anticipated.